Event description:
The initial reporter received questionable elecsys hcg + beta test system results for one patient sample tested on a cobas 8000 e 801 module. The initial result was not reported outside of the laboratory. 2 aliquoted samples were used. The aliquoted samples were run and rerun on another e 801 module. On (B)(6) 2022, the initial result of the initial aliquoted sample from the module at 12:27 am was 3.42 miu/ml. The initial result of the other aliquoted sample from the other e 801 module at 5:58 pm was 1903 miu/ml. On (B)(6) 2022, the repeat result of the initial aliquoted sample from the other e 801 module at 9:21 am was 1972 miu/ml. The initial result of the other aliquoted sample and the repeat result of the initial aliquoted sample were deemed correct. The reagent lot number was 51385101 with an expiration date of (B)(6) 2022.

Manufacturer narrative:
There were no dates available and no evaluation performed in the calibration files provided. The field service engineer (fse) reported that no calibration was performed for the reagent pack. The reagent was first registered on (B)(6) 2022. The qc recovery was acceptable. No reagent issue was indicated. The pre-analytical data provided did not indicate an issue. The alarm trace revealed an abnormal aspiration alarm and a sample clot detection alarm. These were noted at the time of the initial sample run. Also present on the day of the event were procell short, sample foam detection, sample short and clean cell short alarms. The instrument check data provided were within the specified ranges. A general instrument or reagent problem could not be identified. The cause of the event could not be determined.